Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred post procedure. A farawave catheter was selected for use for a pulse field ablation (pfa) and permanent pacemaker (ppm) procedure. The procedure was completed and when echocardiogram was performed post procedure, the physician was informed that there was a possible effusion. The physician performed pericardiocentesis on the patient. The patient was sent to intensive care unit (ICU) with a drain. The patient is expected to fully recover. The device is not expected to be returned for analysis as it was disposed. There were no issues noted with pfa workflow. No pericardial effusion (pe) was noted prior to procedure. The act was therapeutic during the procedure. The patient was hemodynamically stable during procedure.